Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/18/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after investigation, on (B)(6) 2023, the patient underwent circular internal hemorrhoid ligation. After the surgery, it was found that the anal mucosa was eroded (the specific location and degree of the lesion were unknown). The doctor then used vcp311h to perform the anal mucosa sewing for hemostasis in the way of interrupted suturing. The needle breakage occurred during sewing. The doctor immediately gave the patient x-ray examination to assist in looking for the broken needle. It was found that the broken needle was left in the rectal mucosa of the patient, about 3/4 of the total needle length. The doctor evaluated that it could not be removed on the same day. After enema on (B)(6) 2023, rectal foreign body removal surgery was performed on (B)(6) 2023 to remove the broken needle. This event led to a second surgery on the patient who was discharged uneventfully on (B)(6) 2023. No subsequent adverse events were reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/3/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: visual inspection and functional testing were conducted on the returned devices. The returned sample revealed that one packet that pertain to product code vcp311h was returned for analysis. Upon initial inspection, of the sample, no external damages were observed on the packet. In in order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The needle was intact and no damage, or breakage on the body, tip, or swage area was observed during the evaluation. A functional test was performed, to needle by resistance and met the requirements. The device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure --55 years old, male, other information is unknown. What was the tissue condition (normal, thin, calcified, fragile, diseased)? --unk how was the suture placed (interrupted or continuous)? --interrupted what instruments were used to grasp the needle? --unk where was the needle grasped during use? --unk were x-rays performed to localize the needle fragment? --unk what was the size of the broken needle fragment? --please refer to event description. Did 2 needles break and become retained in the patient¿s tissue? --no, only 1 needle broken. The involved quantity and returned quantity should both update to be 1. Please describe any medical/surgical intervention required for this suture event including results. --please refer to the event description. Was the entire needle piece removed during the re-operation? --unk does any piece of the needle remain retained in the patient? --unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? --unk other relevant patient history/concomitant medications? --unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? --unk what is the patient's current status? --discharged from hospital.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 g/m a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: (B)(4) device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note; related events reported via 2210968-2023-01753.

Event description:
It was reported that a patient underwent a procedure to sewing anal mucosa on 3/1/2023 and suture was used. During the procedure, the needle broke at the third stitch. About 3/4 of the needle fell into the patient's body. The needle was left in the rectal mucosa and could not be removed. A rectal foreign body removal procedure was performed to remove the needle on the third day. Now the patient has discharged from hospital. Additional information was requested.